Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used post polypectomy within the sigmoid colon. According to the complainant, the clip was placed and deployed, but it failed to release from the delivery catheter. The clip was pulled from the tissue which led to additional bleeding and "a large chunk of tissue" being taken from the patient. The event was resolved by placing three clips at the bleed site. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used post polypectomy within the sigmoid colon. According to the complainant, the clip was placed and deployed, but it failed to release from the delivery catheter. The clip was pulled from the tissue which led to additional bleeding and "a large chunk of tissue" being taken from the patient. The event was resolved by placing three clips at the bleed site. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was deployed and located just inside the over sheath. In addition, there was a kink in the control wire. The reported event of clip failed to release was not able to be confirmed since the clip assembly returned deployed. However, the evaluation revealed that there was a kink in the control wire. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A labeling review was performed and no anomaly was found.